Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room due to high blood glucose on (B)(6) 2021 at 19:00. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated they woke up with normal blood glucose ate a muffin and afterwards blood glucose ranged from 400 mg/dl, 594 mg/dl, and then blood glucose reached at 577 mg/dl and over 600 mg/dl. Customer was treated with 2 manual injections 8 units each and insulin pump. Customer had symptoms related to their high blood glucose event was nausea, vomiting, abdominal pain, headache and feeling sick. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customer did not test for ketones. The insulin pump will not be returned for analysis.